Event description:
Under peritonial dialysis using claris lifesciences, ahmedabad capd bags from 2005 onwards under the supervision of dr. Sree bhushan raju of nims, hyderabad., she had encountered problem of secondary infection 5 times in less than 4 yrs time from 4 yrs. Reported on (B)(6) 2009 to claris by email. Amount: 11 tr, twice a day. Dates of use: (B)(6) 2005 - (B)(6) 2009. Reason for use: renal failure.